Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was seen at a post-operative appointment on (B)(6) 2018. The rep reported that there was difficulty communicating to recharge the ins. The rep reported that the ins was tilted out. The rep reported that they pushed the battery to an upright position then had the patient lean back against a chair. The rep reported that the patient was able to charge for a short period this way. The rep reported that the patient got an abdominal binder, but it had not helped. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported the difficulty communication to recharge had been resolved by the pocket revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via a manufacturer¿s representative (rep). The cause of the ins tilting was not known. The actions taken were abdominal binder and a pocket revision was scheduled for (B)(6) 2018. It was not known whether the difficulty with communication was resolved. No further complications were reported or are anticipated.